Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when switching monopolar devices at the generator, the nurse did not realize the cut/coag amounts stayed the same and did not lower. They had a recent safety event where they had to use a monopolar device at 120, then switched back to another device but did not re-adjust the settings. The nurse was under the impression when unplugging the monopolar device, it would go to 0 instead of staying at the selected amount the previous device was being used on. The patient had a bowel burn.